Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device delivered inappropriate high voltage therapy. Diagnostic imaging was performed and revealed that the right ventricular (rv) lead was dislodged. During revision surgery, the rv lead was repositioned in order to resolve the event. The patient's condition was stable and there were no adverse consequences.